Manufacturer narrative:
Correction: upon evaluation, it was determined that the event reported on 8030665-2020-00272 was not a reportable event related to fmc products. There was no serious injury, adverse event, or reportable malfunction. There will be no further updates on 8030665-2020-00272. The reported leak occurred between the safe lock adapter luer lock connector and the supply bag not the liberty cycler set. The fmc safe lock adapter luer lock connector product related to the event was reported on 8030665-2020-00303.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the baxter supply bag after ending their pd treatment. The cause of the leak was a loose connection. Fluid did leak onto the floor. Additional information was requested, however it was not available.